Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign matter is inconclusive due to poor sample condition. One photo and video sample of an open 4 fr groshong nxt catheter kit tray were provided for evaluation. The photo shows the microintroducer, introducer needle, proximal connector, and 4 fr groshong catheter. A black fiber appears to be present within the tray. The video sample shows the clinician grab the black fiber from the tray. The condition of the kit contents prior to handling and use is unknown; therefore, the presence of the fiber in the packaging could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when flushing the catheter upon unpacking, the customer saw a foreign matter looking like a fine hair inside the catheter. The customer immediately replaced the catheter and placed a new one in the patient¿s body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when flushing the catheter upon unpacking, the customer saw a foreign matter looking like a fine hair inside the catheter. The customer immediately replaced the catheter and placed a new one in the patient¿s body.